Event description:
The patient underwent a hemorrhoidectomy. The procedure went without difficulty including closure and firing of the pph01 device (audible "click" indicating completion of firing cycle). Dr. Did neither rotate the instrument 90 degrees in both directions to assure the anvil is free from tissue nor did he rotate during withdrawal of the device. By now the rectum wall was already torn and needed to be over sewn manually via a laparotomy. The patient is now in good condition. According to the surgeon most of the staples were closed, but a few were still open and attached to the anvil.